Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was used. During the procedure, they attempted multiple flushes and noticed a continuation of air ingress at the valve. The device was replaced, and the procedure was completed with no patient complications. The sheath has been returned and is pending analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tears near the center slits of both the internal and external valves . Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves. Boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath was used. During the procedure, they attempted multiple flushes and noticed a continuation of air ingress at the valve. The device was replaced, and the procedure was completed with no patient complications. The sheath has been returned and is pending analysis.